Event description:
The catheter was in use for several hours in a labor and delivery pt. The nurse felt some resistance during removal of the catheter. The pt was repositioned and the catheter was pulled again. At this point it separated. The reporter estimates that about 5" of the outer coating is missing. No decision has been reached regarding the removal of the piece of coating.